Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo any confirmation test." The patient's past medical history included multigravida, parity 3, sickle cell trait, multiple allergies, impacted wisdom tooth and abdominoplasty. Previously administered products included for an unreported indication: mirena. Concurrent conditions included anxiety and panic attacks. Concomitant products included topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leaking of urine when coughing") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines / headaches"), weight increased ("weight gain / loss specify which one: weight gain"), headache ("headaches"), menstruation irregular ("irregular regular"), cyst ("he saw aa cyst while performing the ultrasound ") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the urinary incontinence, migraine, dyspareunia, weight increased, headache, menstruation irregular, cyst and endometriosis outcome was unknown and the dysmenorrhoea was resolving. The reporter considered cyst, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion & removal dates: diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. (B)(6) 2010: hcg qualitative test:negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal, menorrhagia, urinary incontinence, migraines, headaches,dysmenorrhea, dyspareunia, weight gain, menstruation irregular, cyst, endometriosis, did not undergo confirm test are added. Lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo any confirmation test.". The patient's medical history included multigravida, parity 3, sickle cell trait, multiple allergies, impacted wisdom tooth, abdominoplasty, depression, fibrocystic breast and tubal ligation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included anxiety, panic attacks and ovarian cyst. Concomitant products included topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/spotting") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leaking of urine when coughing") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines / headaches"), headache ("headaches"), menstruation irregular ("irregular regular"), cyst ("he saw aa cyst while performing the ultrasound"), endometriosis ("endometriosis") and complication of device insertion ("malposition of essure device location of device: placement failed on the right side.") And was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the urinary incontinence, migraine, dyspareunia, weight increased, headache, menstruation irregular, cyst, endometriosis and complication of device insertion outcome was unknown and the dysmenorrhoea was resolving. The reporter considered complication of device insertion, cyst, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: mirena intrauterine device in place. Essure coil placed on left. Bilateral tubal occlusion with filshie clips. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. (B)(6) 2010: hcg qualitative test:negative. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs received. Event malposition of essure device location of device: placement failed on the right side added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.